Manufacturer narrative:
Philips service replaced the clarity ippc and reinstalled the software, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that crcb live monitor boot-up error due to graphic card failure occurred on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.